Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus premier ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Damage was noted to the most distal stent strut row; struts had been pushed proximally. The undamaged section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 723mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jan-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. A 16 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage and hypotube break.